Manufacturer narrative:
Patient date of birth not available for reporting. Date of implant reported only as 2017, exact date is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter telephone not available for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Manufacturing location: monument manufacturing date: 10-feb-2017. Expiration date: 31-dec-2026 . Part #: 04.037.012s, lot#: h290246 (sterile) - 10mm/125 deg ti cann tfna 170mm - sterile. Quantity 6. Component parts reviewed: part 04.037.912.2 - lock prong, 125 degree, tfna bp-55 lot - l238315, part 04.037.912.4 - wave spring, shim ended bp-55 lot - h045953 , part 04.037.912.3 - tfna lock drive bp-58 lot - h242116, part 21127 - raw material lot bp-80 lot - h145456. Raw material received from supplier metalwerks pmd, inc. Certificate of analysis received from metalwerks for titanium meet specification. Raw material receiving/putaway checklist meet requirements. Inspection sheet for tfna assembly inspection and inspection sheet for in-process/inspect dimensional/final met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with the trochanteric fixation nail advanced (tfna) nail, tfna screw, and 5.0mm locking screw on unknown date in 2017. On unknown date it was revealed the tfna screw had cut through the lateral cortex of the femur as a result of a non-union. The cut through resulted in irritation of soft tissue. Patient was returned to surgery on (B)(6) 2018 where surgeon removed all hardware. Patient was revised to a total hip construct. This report is for one (1) 10mm 1215 degree cannulated tfna nail 170mm this is report 1 of 3 for (B)(4).